Event description:
It was reported that when using the bd pyxis¿ medflex 1000, new patient had been added but was not showing on the cabinet. The database synchronized issue occurred. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the patient had been added but was not shown on the cabinet. A technical support specialist (tss) attempted to remote into the cabinet; however, it was offline. The tss advised the user to add the patient as a temporary workaround and to contact it to restore connectivity. The tss made multiple attempts to reach the customer to verify if the patient appeared after the machine was back online but was unable to establish contact. The case was closed due to no response. The system functioned as intended.